Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. On 01-03-2017 the device was returned to the manufacturer for analysis and decontamination noted the catheter shaft was separated. Additional information obtained on 01-18-2017 indicated the device was intact when it was removed from the body and the guide liner was used because the eep catheter was stuck in the lesion and the eep catheter could not be removed without the additional intervention of introducing the guide liner to remove the eep device. On 02-08-2017 the facility explained the catheter was intentionally cut to facilitate using the guide liner and balloon catheter. No tests/laboratory data was available. Other relevant history: no information was available. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. The implant or explant dates are not applicable to this device. The returned device was inspected and the device was split into two pieces 82 mm distal to the luer on the proximal shaft, a scratch was present on the scanner body, scratches were present along the distal tip, and there was stretching at the guidewire exit port. The device passed the guidewire test. The reported complaint of the device being unable to cross the lesion was not duplicated or confirmed by the investigation. The device passed the guidewire test. Calcification, tortuousness, and other factors, that cannot be duplicated in the complaints lab, can inhibit the ability of the device to cross a lesion. No damage or defects were observed with the device that could have foreseeably affected the handling of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the catheter was used for pci approached contralaterally from fa. During crossing the lesion inside the body the catheter stuck on the cto lad lesion. After the lesion was inflated using a balloon catheter (1.25 mm and 2.0 mm), the catheter was removed from the body using a guide liner. Another same product was used, a stent was placed and the procedure was completed. There was no patient injury. The patient was discharged as expected in stable condition. Vessel: fully occluded, 100% cto; artery was calcified and tortuous. This event is being reported because additional intervention was required to remove the catheter device.